Manufacturer narrative:
This report is submitted january 31, 2017.

Manufacturer narrative:
This report is submitted on november 28, 2016, by cochlear limited on behalf of (B)(4) registration number 3009092818. Exemption number e2016011. H3 other text: device not yet received by manufacturer.

Event description:
Per the clinic, the patient developed wound dehiscence at the implant site. Subsequently, the device was explanted on (B)(6) 2016. There are no plans to reimplant the patient with another device as of the date of this report.